Event description:
The patient was raised up in the rpl600 patient lift and it was noticed that the hanger bar bolt had started to slip out. The patient was able to be placed in bed without incident or injury. The facility stated that the lock nut had backed itself off. The facility tagged out the lift, removing it from use.

Manufacturer narrative:
The facility has ordered a boom and hanger bar hardware to service the lift. Multiple attempts were made to obtain additional information regarding this incident, without success. This incident has been previously investigated via a CAPA. Design corrections are actively being implemented. Should additional information become available, a supplemental record will be filed.